Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 230 mg/dl at the time of the event and reported a sensor glucose vs blood glucose discrepancy. The customer also reported a bent sensor. The customer reported no adverse event. The event involved product mmt-7020c1. Troubleshooting was performed for bent sensor, sensor glucose vs blood glucose and the insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The customer didn't take medication such as acetaminophen, paracetamol, or hydroxyurea. The sensor glucose reading was 107 mg/dl and blood glucose was 230 mg/dl and the difference was greater than 30%. Troubleshooting was partially performed for hyperglycemia and later customer declined to continue with troubleshooting. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for mmt-7020c1.